Manufacturer narrative:
The device was received not deployed. The device could not become dislodged from the infusion site since the cannula was not deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. The original data showed a 0x41 alarm caused by malfunction of the rotational sensor. The rerun replicated the malfunction. During inspection some discoloration was found on the one of the commutator fingers. The malfunction did prevent the proper deployment of the device. The found malfunction did not contribute to the reported event.

Event description:
It was reported that the patient's blood glucose (bg) levels rose to 24 mmol/l (432 mg/dl) while wearing the pod on the arm between 4 and 24 hours. The pod fell off, dislodging the cannula from the infusion site. A manual insulin injection was administered to treat hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.